Event description:
It was reported that the customer¿s pump had a cracked screen, and upon inspection, the screen was confirmed to be broken and remained black. The recorded blood glucose level was 180 mg/dl, which is within the normal range. The customer was provided with a replacement pump.